Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out-of-range shock impedance measurement of 139 ohms. Vector breakdown: right atrial (ra) to can = 86 ohms, right ventricular (rv) to can = 151 ohms, and rv to ra = 156 ohms. The shock impedance alert value was increased to 200 ohms. Technical services (ts) discussed further evaluation via commanded shocks if daily measurements fall in the 145-150 ohm range. This ICD and lead remain in service. The patient will continue to be monitored remotely. No adverse patient effects were reported.